Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2020 where two implants were installed in conjunction with a trauma procedure. The patient reported right side radicular pain following the initial procedure. The surgeon determined that the cranial positioned implant was too long and was impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the cranial positioned implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patients pain symptoms resolved following the revision procedure.